Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the inulin pump had blank display. The blood glucose level of then customer was 254 mg/dl. The customer stated that the display did not return upon insulin pump restart. The customer could not perform self test due to blank display. Troubleshoot could not be performed for high blood glucose levels due to blank display. The insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.